Manufacturer narrative:
(B)(4). Ogura, k., fujiwara, t., morris, c.d., boland, p.j., healey, j.h. (1 aug 2021). Long-term competing risks for overall and cause-specific failure of rotating-hinge distal femoral arthroplasty for tumour reconstruction. The bone & joint journal. 103-b (8), 1405-1413 https://doi.org/10.1302/0301-620x.103b8.bjj-2020-2323.r1. Concomitant devices - unknown orthopedic salvage system tibial stem catalog #: ni lot #: ni, unknown orthopedic salvage system compress spindle catalog #: ni lot #: ni, unknown orthopedic salvage system compress anchor catalog #: ni lot #: ni, unknown orthopedic salvage system compress pins catalog #: ni lot #: ni. Occupation- correspondence author. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2022-01018 , 0001825034-2022-01020, 0001825034-2022-01021, 0001825034-2022-01022.

Event description:
It was reported that six (6) patients underwent a knee arthroplasty revision to address aseptic loosening post-operatively. Attempts have been made, however, no additional information is available.